Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while clipping the vessel during a laparoscopic hernia, device¿s component fell into the patient¿s cavity. The surgical time was extended for more than 30 minutes due to the product problem. They used another clip applier to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while clipping the vessel during a laparoscopic hernia, the device component fell into the patient¿s cavity. Another clip applier was used to complete the case. The surgical time was extended for more than 30 minutes due to the product problem.